Event description:
It was reported that medfusion pump is alarming primary audible background test. No patient injury reported.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump sample was received at manufacturing. Visual and functional evaluation was performed on the returned sample. Visual evaluation confirmed that the tamper seal on the device was broken upon receipt. The top case exhibited a cracked front corner. Functional evaluation included powering up the device and performing an audio test. Audio test of the speaker at level 1, the reading is 12, at level 2, the reading is 26, at level 3 the reading is 52, at level 4 the reading is 115 and at level 5, the reading is 176. Errors for primary audible alarm, background test alarm were found in the event history log. Results: investigation was unable to duplicate the primary audible alarm background test error at power up. Root cause of the reported problem could not be determined as the issue could not be duplicated during the investigation and no device problem was found. The cracked case was replaced, the audio speaker was replaced preventively, the software version was updated and preventive maintenance was performed on the device. A CAPA has been initiated for this issue that is ongoing at this time. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of the service and repair records, corrected data: d1: correction: brand name: medfusion model 4000, d4: correction: model number: 4000, e4: correction: initial reporter sent to FDA: no.